Manufacturer narrative:
There was no reported problem with the equipment.

Event description:
It was reported that a tear of a polyp mass to the muscular tissue occurred during a colonoscopy. Tissue broke apart easily. Two clips were used at the time of discovery to close the opening to the musculature. A biopsy was taken and the colonoscopy was interrupted pending its results.